Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the high voltage right ventricular (rv) coil impedance on the rv lead had varied and there had been two alerts for impedance going above the normal range. The lead remains in use. No patient complications have been reported as a result of this event.